Event description:
The surgeon was performing a posterior lumbar fusion. A beveled pak needle broke off in the l5 pedicle. The needle broke on the stainless steel cannula below the 40mm taper. Removed, all portions retrieved but extra surgical time resulted.